Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital with a diagnosis of peritonitis. The patient woke up during pd treatment short of breath, and the treatment was stopped. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was having pd catheter dysfunction issues on 27/jan/2024. This was the cause of the patient¿s dyspnea. The patient went to the emergency room (ER). During the patient¿s assessment, the patient was diagnosed with peritonitis. The patient was admitted to the hospital. There were no culture results or antibiotic regimen available. The patient had the pd catheter removed on 02/feb/2024 and was receiving hemodialysis (hd) during the hospitalization. It was unknown if the patient would go to a short-term rehabilitation upon discharge from the hospital. The plan was for the patient to continue hd in-center. It was unknown if the patient would eventually return to pd therapy. The cause of the peritonitis event was unknown. However, there were no reports of a cassette leak or any other issues with a fresenius product related to this event.